Event description:
Additional information was received that the noise resulted in oversensing.

Event description:
During a remote follow-up, episodes of noise were observed on the right atrial (ra) lead. The suspected cause of the event was due to electrometric interference. No intervention has been performed and the patient was stable and will continue to be monitored.